Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device from an unspecified lot is expected to be returned for investigation. It has not yet been received. The catalog number provided is the interventional list number that was involved in the reported event, which is comparable to the domestic number. (B)(4). This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unspecified flow the tubing set was to be used to deliver an unspecified concentration of irinotecan 465mg at an unspecified rate. The customer contact reported that during priming prior to pt use, after the cair clamp on the tubing set was closed, unrestricted flow was noted. At that time, an unspecified second lamp was applied to the tubing to stop the flow. The customer contact reported that the secure lock male adapter of the secondary tubing set was then connected to an unspecified y-site on an unspecified primary tubing set and the delivery was initiated. There were no reported adverse pt effects and no reported delays of therapy critical to the pt. No medical interventions were required. No additional info was provided.